Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state, the device would be inoperable, and defibrillation therapy would not be available if needed. This issue is patient-related; however, no adverse event was reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state, the device would be inoperable, and defibrillation therapy would not be available if needed. This issue is patient-related; however, no adverse event was reported.

Manufacturer narrative:
Stryker evaluated the device and verified but did not duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. The cause of the reported issue could not be determined.